Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose level was 76 mg/dl at the time of incident. Customer stated that insulin pump was not able to rewind. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no motor movement alarm during rewinding due to jammed motor gearbox..